Event description:
Reporter noted surge of fluid from irrigation side caused posterior capsule tear. Surgery canncelled; rescheduled; completed to remove remaining third of the nucleus. Prognosis reported as good.